Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles. The customer reported that the air bubbles would recur after changing the infusion set. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer stated that they found a no delivery alarm on the alarm history. The customer stated that they were storing the insulin on a cold temperature. The customer was advised to let the insulin sit in room temperature. The reservoir will not be returned for analysis.